Manufacturer narrative:
(B) (4): information anticipated, but unavilable at this time.

Event description:
It was reported that during a gastric bypass procedure, the device would cut but stapled partially. At the sixth reload, the instrument cut but stapled partially (only on one side). This occurred at the end of procedure. The surgeon finished with a manual suture with no consequence to the pt. No procedure extension.